Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic intraperitoneal onlay mesh (ipom) hernia surgery, while fixating the mesh, the tacker misfired twice or thrice and then the device stopped working. Suture was used to fixate the mesh and complete the case. The surgical time was extended for 30 minutes, but there was no patient injury.